Manufacturer narrative:
The returned energen implantable cardioverter defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that during device interrogation, the implantable cardioverter defibrillator (ICD) revealed a code 1005, indicating an open circuit condition. It was believed that the first phase of biphasic shock was measured greater than 145 ohms and not sure if the second phase was delivered or not. Technical services could not review any egms due to the device being at the end of life condition, so it was not possible to confirm. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during device interrogation, the implantable cardioverter defibrillator (ICD) revealed a code 1005, indicating an open circuit condition. It was believed that the first phase of biphasic shock was measured greater than 145 ohms and not sure if the second phase was delivered or not. Technical services could not review any egms due to the device being at the end of life condition, so it was not possible to confirm. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.